Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that one day after the customer starting to use the product, leakage of air from the cuff was observed, which did not allow him to use it properly. No patient injury. No additional information is available for this complaint.